Event description:
The customer reported via phone call that he had to go to a hospital room on (B)(6) 2015 and had received alarms several weeks ago. Customer stated that she had symptoms of diabetic ketoacidosis during the night and her blood glucose was 259 mg/dl at the time of the emergency room visit. Customer stated that this morning she began vomiting and thought she might have diabetic ketoacidosis. Customer was given an IV. Customer had a back-up plan of novalog. Customer was wearing the pump at the time of the emergency room visit. Customer was not sure what they were treated with. Customer noticed that she had a battery out limit alarm in the alarm history. Customer did not want to continue troubleshooting at this time for their high blood glucose. Customer's blood glucose at the time was 110 mg/dl. Customer stated was advised that the battery out limit alarm may indicate a loose battery cap. Customer will be sent a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.